Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this complaint, please see associated reports: 0001822565-2018-03506, 0001822565-2018-03507. Returned, but not yet evaluated.

Event description:
It is reported that the provisional was returned to zimmer biomet in a fractured condition. Attempts were made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint sample was evaluated and the reported event was confirmed. All returned provisionals exhibited signs of repeated use (nicked or gouged) and had fractured on the medial side of the post. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation for this type of malfunction determined that the likely root cause for persona tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The provisionals reported within this complaint were manufactured prior to the design modification. Based on this information, the root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.